Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces. No reset error alarm could be confirmed due to the keypad anomaly. No moisture damage was noted.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that none of the buttons on the keypad were responding. Customer stated that the insulin pump returned an error alarm prior to the button error alarm. Customer also stated that the insulin pump may have recently been exposed to water. Blood glucose level was 48 mg/dl prior to the call, and 163 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.